Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having to charge their implant 2-3 times per day. When they charged their implant it took 80% of their controller battery and after they charged their implant they had to wait 1.5 hours for their controller to charge. Their device was set at 12 milliamps. When asked if their device was programmed so they didn't feel stimulation the patient reported that they only felt stimulation if they coughed. They tried a "lower dose" setting but it wasn't effective for them. They were going half the time or more without stimulation. They spent 8 hours a day charging their implant or waiting for their controller to charge. When asked if their representative, their healthcare provider, or the patient thought the recharging frequency was normal they noted that their healthcare provider and representative thought their recharging frequency was "weird". The patient also noted that the box on their recharging cable "pops". No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that there was no change. They had to recharge 2 times per day and it was limiting their activity as they needed to be close to an outlet all day. Between charging their battery and controller they were charging for 8 hours a day. They reported that they had no issue with the stimulation when coughing and noted that they needed stimulation on high to receive relief which caused the rapid battery depletion. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient was requesting a second controller and lithium battery pack so they don't have to spend as much time charging the controller up since the time spent recharging their ins and the controller has been impacting the patient's life. They were redirected to the doctor or to foundation care to obtain a second controller. No further complications were reported or anticipated.